Manufacturer narrative:
The device and the device fragment were discarded by the account. No lot number was provided, so the device history record cannot be reviewed. If any add'l info is received, a follow up report will be filed.

Event description:
It was reported that a wound drain was placed in the pt following a total hip replacement. The surgeon removed the drain and the following day the pt returned to the emergency room. It was discovered that part of the wound drain had broken off inside the wound site. The fragment was surgically removed and disposed of.